Event description:
In 2002 the perfusionist reported a patient on a vented electric left ventricular device (ve lvad) operating in the pneumatic mode, which utilizes a drive console and stroke volume limiter (svl) observed that the diaphram in svl was hardly moving. The manufacturer's clinical specialist was contacted and confirmed via the telephone that it only moved half way and back, very little movement. The manufacturer representative inquired about handpumping and was told by the perfusionist that the physician advised against for fear of a clot in the pump. The manufacturer representative confirmed that the patient was maintaining a blood pressure. The pump was replaced, however the patient expired shortly after.